Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial #, lot #: serial number (B)(4), lot number 62812. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a gel stent was implanted at 11 o'clock through ab externo without suture placement experienced an erosion in the right eye against the xen®45 gts. Xen®45 gts has been successfully repositioned under the conjunctiva. The device remains implanted.